Manufacturer narrative:
Investigation summary: one sample (model#: 20059e) was returned by the customer. It was reported that nurses have been having trouble flushing the saline locks. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was not open and was unable to be flushed. The customer complaint can be verified. A device history record review for model: 20059e, lot number: 20119627 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA: (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 2 largebore 8 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e, batch no: 20119627, unknown. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20119627. Medical device expiration date: 2023-11-20. Device manufacture date: 2020-11-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 largebore 8 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e batch no: 20119627, unknown. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.